Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. A followup MDR will be submitted if additional information is obtained. Silk road medical will continue to monitor for occurrences of related events. Out of an abundance of caution, this complaint is being reported as it is unclear if the adverse event was caused by the procedure, a patient response, or the device. A secondary MDR is submitted under 3500a form # 3014526664-2021-00011 since at this time it is unknown which device may have caused or contributed to the reported event.

Event description:
It was reported that approximately two weeks after the completion of a transcarotid artery revascularization (tcar) procedure, the patient was hospitalized due to aphasia/seizures. The computed tomography angiography (cta) demonstrated critical stenosis. The physician removed the implanted stents during carotid repair to resolve the reported issue. There was no clinical hemispheric deficits but slow clearing encephalopathy.